Event description:
Baxter sales rep informed by customer of an issue with the posiflow access device. Pt had two occurrences of the ports failing when connected to a PICC line. The nature of the failure is after flushing the internal spring mechanism stayed open, causing blood flow into the line. The third incident occurring in 2005 involved a baxter device on their recently placed subclavian port. The port again stayed stuck open after flushing with heparin and the subsequent brisk outflow of blood was not discovered until 20-30 minutes later. No pt injury or medical intervention has been reported.